Manufacturer narrative:
Concomitant medical products: product ID 8780, implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, ubd: 14-jan-2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen via an implantable pump. It was reported that the patient's pump system was implanted on (B)(6) 2017 and the patient had a very severe post-puncture headache, which resulted in the patient being confined to bed for a month.